Event description:
It was reported that the light source was not bright enough for the physician to see anything during a diagnostic esophagogastroduodenoscopy causing a delay of 30 minutes or greater while waiting for the availability of another room with a working light source. The procedure was completed with an olympus backup device with no reports of further patient harm.